Event description:
A customer obtained a false positive total b-hcg result on one pt sample. Elevated results of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.